Event description:
While doing a superficial femoral artery angioplasty the balloon ruptured. Part of the balloon embolized to the popliteal artery distally. The physician indicated that pressure in the balloon was adequate & not over inflated.